Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testin, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history and the fan does not turn on when the battery is installed. The probable cause for the s233 alarm code is due to a defective fan assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over-temperature-psc) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. No specific patient info, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history and the fan did not turn on when the battery was installed. No additional info was provided.